Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having issues with transmitter. The customer¿s blood glucose level was 420 mg/dl at the time of incident. The customer reported a lost sensor signal, was assisted with trouble shooting. The customer's transmitter is being replaced.